Manufacturer narrative:
Analysis: internal review of qc release data for affected rp2-eua lot 91123801 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial # (B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the record # (B)(4).

Event description:
On (B)(6) 2021, genmark was advised of unexpected positive results, for sars-cov-2, on the rp2 panel tested on (B)(6) 2021. After reporting sars-cov-2 positive on the first eplex rp2 run, the sample was tested again on the eplex rp2 assay, and on a comparator method, the roche liat sars-cov-2 & influenza a/b assay. Both the eplex repeat run, and the comparator method reported no targets detected. The patient's sample was recollected and tested on eplex rp2 and the comparator method, where both tests reported no targets detected. All three eplex runs provided robust signal for all internal controls indicating that the cartridges worked as expected.